Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and resulted in a red alert from the remote home monitoring system. A health care professional (hcp) contacted boston scientific technical services (ts), and ts discussed that the out of range measurements were a gradual increase and discussed the option of increasing the alert trigger and continuing monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and resulted in a red alert from the remote home monitoring system. A health care professional (hcp) contacted boston scientific technical services (ts), and ts discussed that the out of range measurements were a gradual increase and discussed the option of increasing the alert trigger and continuing monitoring. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the physician plans to continue monitoring. It was reported that this device was later explanted and replaced due to a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the physician plans to continue monitoring.